Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. The right ventricular (rv) lead was identified as dislodged , it was sensing and pacing the atrium. The rv lead was removed. No further patient complications have been reported as a result of this event.